Event description:
It was reported that the device would reset itself while using dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power pcb assembly at the failure analysis center and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c3.